Manufacturer narrative:
The account replaced the head down valve and the CPR valve to resolve this issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the head was drifting down on this bed. No pt impact.